Event description:
It was reported that the lead was capped due to low impedance; unipolar 549 ohms and bipolar 311 ohms, and a possible insulation breach. The lead was not replaced. The lead was later explanted and returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: a proximal portion was received measuring 4 cm. Analysis was performed and no anomalies were found.